Event description:
It was reported the cardiac output measurements were not correlating with the bolus measurements. Clinician could tell the pt condition was normal; however, the measurements were incorrect. Changed cable and monitor. No pt complications were reported.

Manufacturer narrative:
The device was discarded as per the nurse.